Manufacturer narrative:
B5: additional information: reportedly the lens was damaged during loading. (B)(4).

Manufacturer narrative:
Weight ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+1.0/146 (sphere/cylinder/axis) was implanted into the patient's right eye (od) upside down. This occurred on (B)(6) 2020. The lens was implanted and removed intraoperatively. It was replaced with an alternate lens at a later date and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as other.